Event description:
The patient called to review the pump and see whether or not it was the cause of her elevated blood glucose results. The patient went to the emergency room and did not want to review the pump at the time of the call. Animas was unsuccessful in attempting to contact the patient to discuss the circumstances surrounding going to the emergency room, health issues, and to troubleshoot the pump. Although there is no detail surrounding the circumstances around the possible injury, this complaint is being reported because the patient contacted animas stating that she had high blood glucose levels, and went to the emergency room.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions that would indicate a pump malfunction noted in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.